Event description:
Reporter stated that patient's blood glucose was measured, using the performa system, with a result of 16.8 mmol/l. Within 5 minutes, a venous sample was collected from patient and, when tested in the facility's lab, measured 3.9 mmol/l. The following day, an additional comparison was reportedly performed, with patient's blood glucose measuring 18.7 mmol/l on the performa system and 4.53 mmol/l (venous sample, collected witihin 5 minutes), in the facility's laboratory. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).